Event description:
Discordant troponin I result was obtained on pt sample. The sample was repeated and the correct troponin I result was reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequence as a result of the discordant troponin I result.

Manufacturer narrative:
User error: a siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant result was likely due to fibrin in the sample. Package insert states, "centrifuging serum samples before a complete clot forms may result in the presence of fibrin to prevent erroneous results due to the presence of fibrin, ensure that complete clot formation has taken place prior to centrifugation of samples." The instrument is performing within specifications. No further eval of the device is required.